Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer exposed the insulin pump to water. Customer stated there is fluid behind the screen on the insulin pump. Customer's blood glucose level was 119 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump had a motor error alarm during rewind due to corroded motor home switch. Insulin pump had an intermittent button response due to moisture damage on keypad traces. Moisture damage was noted on electronic assembly. During visual inspection the insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners.